Event description:
It was reported when using the bd pyxis medstation system, the main drawer 4 failed and could not be recovered in sj.8b due to a broken rail and scattered ball bearings at the back, preventing users from accessing the required medications. This incident did not cause any delay in patient care, as medication was available in additional devices and in-patient pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer 4 on the main had a broken rail. A field service engineer replaced the rail and adjusted the guide rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.